Event description:
The 50% fio2 adapter piece of the oxygen kit did not allow for oxygen to flow through and the patient desaturated. No patient harm but the respiratory tech discovered that there is no hole in that piece. All other pieces are fine. Multiple failures have been found in this one lot.